Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 292 mg/dl shortly after dinner, received education on the device algorithm and adaptation period, and was advised to wait approximately 90 minutes and contact support if a high glucose alert occurred. Symptoms included elevated blood glucose without reported ketone testing or other adverse effects. Outcomes included monitoring at home without medical or third-party assistance or hospitalization. Investigation included customer care troubleshooting and education. Investigation of this case revealed no device malfunction reported and no alerts or alarms, with recent meal timing considered a likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear.